Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unexpected power loss. Customer's blood glucose value was 175 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the power loss occurs if the battery of the insulin pump is out for more than 10 minutes. The insulin pump will not be returned for analysis.